Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: 08/26/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
Date sent to FDA: 08/31/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was further reported the patient underwent additional surgery on (B)(6) 2015 and (B)(6) 2016. The specifics of what occurred during these surgical procedures was not provided. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.